Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p2m0130); egia60amt egia 60 artic med thick sulu (lot#: p2m0130); egiaustnd endogia ultra univ std stap (lot#: p3c0607) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastroplasty, when shooting the staple, it locked and the stapler did not fire. The surgeon was able to press the green button and squeeze the handle. It was necessary to replaced the two staples and a third staple was opened to fix the issue. There was no patient injury. Medtronic's initial evaluation of the incident found that the egia handle had thick tissue.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found an issue of thick tissue. Visual inspection noted that the instrument firing knobs were retracted, and the articulation lever was in neutral position. Functionally, the instrument was successfully loaded with a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.